Event description:
It was reported that a user received an urgent low soon alert on the ilet pump shortly after initial training, consumed approximately 11.4 g of oral glucose, and then obtained a fingerstick value of 113 mg/dl while the pump cgm displayed 82 mg/dl, prompting calibration guidance and education on target range and treatment. Symptoms included concern for impending hypoglycemia based on the device alert, without confirmed low blood glucose on meter. Outcomes included completion of troubleshooting and user education, with no further carbohydrate treatment indicated and no need for medical intervention. Investigation included review of device performance via comparison of cgm and fingerstick readings and execution of a user-led calibration procedure. Investigation of this case revealed a discrepancy greater than 20 percent between cgm and meter values addressed by calibration, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.